Event description:
The patient was experiencing some problems (not specified). A rotor dye study was performed (results not reported). The catheter was revised. Additional information has been requested. A follow-up report will be submitted, if additional information becomes available.